Manufacturer narrative:
The cause for the (B)(6) advia centaur xp (B)(6) result on a known (B)(6) patient is unknown. The customer's (B)(6) assay calibration and quality control (qc) results were acceptable at the time of the incident. A corrected laboratory ehiv test report was not issued, and the physician did not question the (B)(6) result. The customer has determined this to be an isolated event, and has declined a service visit. There is no sample available for additional testing by siemens. No conclusion can be drawn. The instruction for use (IFU) under the limitation section states the following: "it is recognized that currently available assays for the detection of antibodies to (B)(6) may not detect all infected individuals. A (B)(6) test result does not exclude the possibility of exposure to or infection with (B)(6). (B)(6) antibodies may be undetectable in some stages of the infection and in some clinical conditions." The instrument is performing within specification. No further investigation is required.

Event description:
A (B)(6) advia centaur xp hiv (B)(6) result was obtained by the customer on a known (B)(6) patient. The patient's serum and plasma sample were both (B)(6) when tested. The patient was (B)(6) when originally tested on an alternate (B)(6) screening test method. The physician did not question the advia centaur xp hiv (B)(6) result. There are no reports that treatment was altered or prescribed or adverse health consequences due to the (B)(6) advia centaur xp (B)(6) results.